Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt "beats were being dropped" and dizzy. Inappropriate ventricular pacing was noted on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.